Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with most recent approval. Manufacturer's investigation conclusion: review of the device history record for the power module, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on (B)(6) 2010. The heartmate power module instructions for use (IFU) instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module IFU instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. The reported events of the power module making an atypical noise and the power module¿s housing being damaged were both confirmed. The returned power module (serial number (B)(4)) was observed to have cracks in its top and bottom housings upon arrival. Six of its rubber feet, four of its vent bands, and its foam fillers were also observed to be damaged. The power module was received and tested at the european distribution center, where an atypical electrical arching sound was observed near the patient cable connector upon performing a hipot test. All damaged components, including the patient cable connector as a precaution, were replaced with new components, and preventive maintenance was performed. The unit was scrapped and was forwarded for further analysis; however, the atypical noises were unable to be reproduced after extended testing of the unit. The root causes of the reported events were unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the heartmate power module was found to have damaged foam fillers, 8 damaged rubber feet, and 4 damaged rubber vent bands. The top cover was also damaged at the right back side. The bottom cover was damaged on the right front side.